Event description:
Info received indicates the bed exit does not alarm at the nurse station.

Manufacturer narrative:
The technician found the sidecom board was damaged at the sidecom cable connection. The technician replaced the sidecom board to repair the bed.